Manufacturer narrative:
A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Analysis of the returned device revealed that the device appeared to be good condition. The device was connected to the lab generator c2-3516 where it successfully performed prime, pretreatment and 5 treatments without any issues. The pressure, temperature and rf frequency were monitored during the testing. The rf frequency was somewhat high at 452 khz, however this is not considered out of specification for the device and no other defects of the device were observed which would cause this. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation of convective radiofrequency water vapor thermal therapy, while the patient was under general anesthesia, two devices could not be used because the test cycle could not be carried out successfully. The error code 219 (delivery device frequency error) appeared. The procedure could not be completed. There were no clinical complications to the patient.

Event description:
It was reported that during preparation of convective radiofrequency water vapor thermal therapy, while the patient was under general anesthesia, two device were used because the test cycle could not be carried out successfully. The error code 219 (delivery device frequency error) appeared. The procedure could not be completed. There were no clinical complications to the patient.